Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of greater than 720 mg/dl with high ketone levels of 144 mg/dl resulting in diabetic ketoacidosis; cause was not known. Healthcare provider identified the ketone level as dangerous. The customer was admitted into the emergency room (ER), subsequently hospitalized, and was treated with saline fluids, insulin fluids, potassium and glucose resolving the issue. Customer remained hospitalized at the time of report. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.